Event description:
It was reported that during a surgical procedure, two blades broke. It was also reported that the blades were being used on exceptionally hard bone. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, two blades broke. It was also reported that the blades were being used on exceptionally hard bone. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second blade that broke.